Event description:
A report was received that the patient had pain at the generator site. The physician suspected that the event was a stitch abscess. The physician opened and cleaned the incision site and placed the patient on antibiotics. It was then determined that the event was a dissolving suture reaction working its way out to the surface sutures. The patient will undergo an explant procedure of the scs system.

Event description:
A report was received that following an explant/implant procedure (MFR#3006630150-2013-00450) the patient was seen for a stitch abscess. The physician opened and cleaned the incision site and placed the patient on antibiotics. It was then determined that the event was a dissolving suture reaction working its way out to the surface. The patient will also undergo an explant procedure due to inadequate stimulation.

Event description:
A report was received that the patient had pain at the generator site. The physician suspected that the event was a stitch abscess. The physician opened and cleaned the incision site and placed the patient on antibiotics. It was then determined that the event was a dissolving suture reaction working its way out to the surface sutures. The patient will undergo an explant procedure of the scs system.

Manufacturer narrative:
Model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm. Model #: sc-2316-50. Serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30. Serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-1132. Serial/lot #: (B)(4), description: precision spectra implantable pulse.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.